Event description:
It was reported that the patient presented to the clinic with ventricular fibrillation (vfib) reporting symptoms for about 7 days. One low flow alarm was captured on (B)(6) 2022 with frequent pulsatility index (pi) events. Log file analysis revealed a low flow advisory and 117 pi events that occurred from (B)(6) 2022 at 20:27 to (B)(6) 2022 09:47. These events are significant in number and might imply a physiological issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular fibrillation could not conclusively be established through this evaluation. Furthermore, an analysis of the log files provided by the account confirmed a low flow event, as well as frequent pulsatility index (pi) events; however, a specific cause for these finding could not be conclusively determined through this evaluation. The submitted system controller event log file contained data from 04jul2022 through 05jul2022. No low flow events were observed within the system controller event log file; however, the file captured multiple pi events. The corresponding submitted system controller periodic log file contained data from 24jun2022 through 05jul2022. The file captured a low flow event on 04jul2022; however, the event did not result in a low flow hazard alarm. The files showed that the pump appeared to operate as intended at the set speed. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13apr2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including flow. In reference to pulsatility index (pi), section 1 and section 4 of the IFU state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Sections 1 and 4 of the IFU also state that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. The drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. Section 4 further states, ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed¿. Furthermore, section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.